Event description:
Three ziehm navigation spins were required due to technical and accuracy issues during the procedure. The first spin showed interruptions and inaccurate navigation; the second initially worked but lost accuracy when instruments were reintroduced. After system restart and use of backup equipment, the third spin was successful and navigation remained accurate for the remainder of the case. A surgical delay of less then 30 minutes was reported.